Event description:
The patient developed swelling and lumps allegedly after injection into the nasolabial area and marionette lines. The patient was prescribed medrol dose pack and hyaluronidase. The symptoms were improved, but not resolved. In 2008, the area of swelling was incised by the treating physician. The patent was prescribed oral corticosteroids.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lots.